Event description:
It was reported that the catheter fractured. An angiojet solent omni catheter was selected for use in an angioplasty with thrombectomy procedure. The catheter was advanced to the treatment area, and powerpulse was initiated. After powerpulse, thrombectomy mode was activated and the when the catheter was moving distal to proximal, the catheter started to elongate. A new solent oni catheter was used, however, this catheter elongated as well when moving distal to proximal. Upon removing it, the catheter broke in half. The procedure did not continue. There were no patient complications.